Event description:
On (B)(6) 2026, leica biosystems (lbs) was informed that while performing a routine preventive maintenance of the histocore autocut at the customer site, the lbs field service engineer (fse) carrying out the work was injured. The lbs fse provided the following additional information, the injury was a cut to the finger on a dirty blade that was still in the device when the fse carried out the preventive maintenance. The injury required a visit to urgent care. While at urgent care, the fse received a tetanus vaccination. No further information was disclosed.